Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4). Please note device return date is estimated as month and year valid.

Event description:
The physician intended to use the closurefast catheter. It is reported that the catheter had trouble reaching the target temperature of 120, it was confirmed that the physician got the catheter to work and used it in the patient evaluation summary: the sample was returned for review and evaluation. Upon initial investigation, the heating element fep was found damaged. Scrape/cut was evident. The catheter connector pins were in good condition. No bent pin was observed. Functional testing was performed, and the sample failed the rfg2 and continuity/resistance tests. The screen stated high impedance. Check connection- for rfg2 test, and the e+ to e- circuit was measured low only 10.64 for continuity/resistance test. The device was dissected, and the signal wire was found unattached from the coil wire at the solder joint con-junction. The stripped end portions of both wires were corrosion and seem to have insufficient solder, causing the wires to be unattached.